Event description:
(B)(6) she stated she is experiencing burning with the wicks, she stated she has already been to the dr and has switched back to the old wicks and is still having burning, I advised her to contact her dr again since she is still having issues. She stated she will do so. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per additional information received via email on 13aug2025, yes, purewick suggested I try the old-style catheter. I bought a box. I used old style for two nights with same result. Purewick also suggested I take a break from the catheter. I can not do that. I am dependent on purewick at night. Then back to new style purple catheter. Same problem. The burning sensatiion in vaginal area. Consulted my dermatologist and gynogologist. Dermatologist prescribed hydrocortisone ointment and desitin ointment.

Manufacturer narrative:
The complete initial reporter zip is (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.